Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was incorrect after loading the cartridge with 300 units. The customer declined to reload the cartridge onto the pump at the time of troubleshooting. Reportedly, the customer does not remove the air from the cartridge during the load process. In addition, the customer stated after attempting to deliver a quick bolus, the pump touchscreen displayed a "grey screen" for several minutes. The customer connected the pump to a power source and the pump touchscreen reportedly returned to the normal display. The customer's blood glucose (bg) level was 327 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. Follow up with the customer determined the insulin gauge began to deplete as expected.